Event description:
A sales representative contacted baxter (B)(6) to report that a transfer set detached from the titanium adapter. This set was on the patient since (B)(6) 2010. The patient received a new transfer set and a new pvc adapter. No antibiotic treatment was given.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted when the sample is received and evaluated. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector (titanium adapter was also returned) into the lab in reference to the report of loose. A lab titanium adapter was functionally hand tightened without difficulty. Set was then tested underwater at 8 psi with no leak noted. The returned titanium was also functionally hand tightened without difficulty. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab. The complaint was unable to duplicated the under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The sample returned did not show any connection problems or visible flaws. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.